Manufacturer narrative:
This report is for two (2) unknown screws: cortex/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, it was confirmed through x-ray and CT that the lcp ulna osteotomy plate was broken. It also shows probable nonunion with bone reabsorption along the majority of the osteotomy due to the broken plate. There was a very small amount of new bone bridging the osteotomy under the broken section of the plate. Initially, the patient had an ulna shortening procedure with two transverse cuts made with an unknown single saw blade (not parallel blades) that was compressed using an unknown compressor/distractor tool and fixed using locking compression plate (lcp) ulna osteotomy plate with six (6) unknown cortex screws and two (2) locking screws. Patient was asymptomatic and has no pain and has full function, so the surgeon decided not to revise at this time. Patient status is unknown. Concomitant devices reported: unknown locking screws (part# unknown, lot# unknown, quantity 2); unknown cortex screws (part# unknown, lot# unknown, quantity 4). This report is for one (1) unk - screws: cortex. This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter hospital name. Based on the received pictures, the complain is confirmed for complaint description (broken plate / broken screw). Reporter: country code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.